Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The trial patient reported that their new trial began on (B)(6) 2016 with a longer wire, and that they had to go to the ER on the monday prior to date notified because it was bleeding a lot. It was stated that they noticed the incision area is sore since that monday as well, and that they think the soreness is due to the incision cut. The patient was put on an antibiotic as a result, and was told by the healthcare provider (hcp) as long as it does not get worse they should be okay. It was indicated by the patient that it was not worse and they were able to get around fine. Indication for use is unknown. (B)(4) trial, middle of back pain.